Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed redness, discomfort and itching. It was suspected the patient had developed a pocket infection and when the site was assessed fluid was noted in the pocket, cultures were taken. The implantable pulse generator (ipg) system was explanted and replaced with a leadless implantable pulse generator (lipg) system. The pocket was left open and packed with antimicrobial gauze. No further patient complications have been reported as a result of this event.